Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a protruded drive support cap. Customer stated that the drive support cap has been sticking out periodically and he has been pushing it back in. Nothing further reported.